Manufacturer narrative:
(B)(4). The battery currently unavailable.

Event description:
It was reported that the batty leaked. Product return has been requested for evaluation however; the battery is not available for analysis as of the date of this report, february 24, 2015.